Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, there was foreign material present inside the suction channel. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
It was discovered during the device evaluation, the olympus lucera gastrointestinal videoscope had foreign material present inside the suction channel. There was no patient involvement during this event.

Manufacturer narrative:
This report is being submitted as a correction. Corrected field, b3. Should additional information be received that alters this event, a supplemental report will be provided.

Event description:
No additional information received from customer.